Event description:
Pt was lying in bed with head of bed elevated. Head of bed spontaneously released and fell back. Made loud crashing sound when head of bed hit frame. Pt was sound asleep when incident occurred. Incident occurred at 4am on (B)(6) 2010. Very frightening to pt and spouse. Dose or amount: na. Frequency: na. Route: na. Dates of use: (B)(6) 2010 to (B)(6) 2010. Diagnosis or reason for use: malignant neoplasm gall bladder.